Event description:
It was reported that the rotawire was fractured, the patient went to surgery and the radiopaque portion remained inside patient's body. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 1.25mm rotaburr and a 330cm rotawire was selected for use. During the procedure, a non bsc guide catheter was engaged to the target lesion. Then, a 300cm non bsc guidewire was advanced to the distal patent ductus arteriosus (pda) and a 150cm non bsc microcatheter was inserted to the wire. After that, the non bsc guidewire was exchanged with the 330cm rotawire inserted into the microcatheter and the microcatheter was removed. Lastly, the rotaburr was inserted and the target lesion was treated. However, after the rotablator was removed, it was noted that the distal end of the rotawire became fractured in two separate locations at the 0.009/0.014 junction and midway of the radiopaque tip. Consequently, the patient went to surgery for a saphenous vein graft (svg) to pda intervention. All of the 0.009 portion of the rotawire was completely removed; however, the radiopaque portion was never retrieved. No further patient complications were reported and the patient did very well during surgery.